Manufacturer narrative:
Corrected e2 and g2 with information that was inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated. Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center touch panel was not functioning and the touch panel blacked out. Horizontal lines appeared on the display screen. The issue occurred during a routine inspection. There was no procedure and no reports of patient harm.